Manufacturer narrative:
H.6. Investigation summary: no physical samples received, however one photo was received for evaluation. Upon visual observation, leakage defect is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In addition, the material is inspected on admission within the inspection plan and features are visually evaluated such as incomplete plugs, plugs with cut, damaged, etc. It is also important to mention that the molded plunger is monitored by the manufacture where it is evaluated for characteristics such as: burrs in the body, burned, deformities, contamination, incomplete, and bubbles. Investigation conclusion: confirmed: bd was able to confirm the reported defect with a photo. This could be caused by the manufacturing process. During the root cause analysis with the multidisciplinary team (quality, validations and manufacturing, maintenance), some areas of opportunity were identified, such as: the dial where the assembly is made may be causing damage to the syringe, however there is a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being presented. The mode of failure of the inadequate functioning of the leak test bolt in the assembly equipment was also identified, this is because since it is moving within a short space, the defect is not detected. CAPA #400567 was opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) medical center a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked behind the stopper of a bd luer-lok¿ tip syringe. There was no report of exposure, injury or medical intervention.